Event description:
During an eyelid operation: the electrosurgical output setting was increased from a 10 watt setting to 15 and then to 20 watts in order to obtain a stronger spark to ease the cutting action. When the pencil was activated on the 20 watt setting, a flash was emitted from the tip. The cardboard "nevyas" retractor ignited and spread to the plastic drape. The fire was immediately extinguished by the surgeon. Oxygen was turned off by the anesthesiologist. Burned areas on the pt's face were observed.